Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported a cardiac MRI was abandoned after the patient experienced a burning sensation at the site of their pectus support bar. One (1) month following implantation of two (2) pectus support bars, the patient went in for a cardiac MRI. The patient felt some heating after the first localizer. Some other quicker localizers that produce less specific absorption rate were attempted and the patient indicated they felt heating. The decision was made to discontinue the scan. The patient indicated that the burning sensation occurred at the sides of the chest where the ends of the bars are located, and that the heating occurred only when the scanner was acquiring an image. The patient did not experience any discomfort following the MRI. The patient has not returned for a cardiac MRI due to heating of the implant. It was reported that no additional information was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided for these items. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00606. Medical products: pectus system 14in pectus support bar, part# 01-3714, lot# ni. Pectus system 15in pectus support bar, part# 01-3715, lot# ni. (B)(4).

Event description:
It was reported a cardiac MRI was abandoned after the patient experienced a burning sensation at the site of their pectus support bar. One (1) month following implantation of two (2) pectus support bars, the patient went in for a cardiac MRI. The patient felt some heating after the first localizer. Some other quicker localizers that produce less specific absorption rate were attempted and the patient indicated they felt heating. The decision was made to discontinue the scan. The patient indicated that the burning sensation occurred at the sides of the chest where the ends of the bars are located. Attempts have been made but no further information has been provided.